Event description:
It was reported that the user awoke with a blood glucose of 61 mg/dl, treated with an oral glucose tablet, and later recorded 120 mg/dl while using a replacement ilet during the learning phase. Symptoms included hypoglycemia. Outcomes included successful self-treatment without escalation of care. Troubleshooting and education were completed. Investigation included complaint review and user counseling. Investigation of this case revealed no device malfunction identified and performance consistent with expected glycemic variability during early optimization of a replacement device. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.